Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that this device was in use but could not have contributed to the reported incident as there is no spike or needle. The issue is related to the injector used with the protector and the investigation for that device is reflected in a related complaint.

Event description:
No additional information.

Event description:
It was reported that there was coring when using a syringe, when a syringe is attached to a vial and a drug is aspirated with the injector, foreign matter remains in the vial.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.